Event description:
Customer stated that the insulin pump has stopped working. The insulin pump is frozen. Customer changed the battery, now the insulin pump alarms button error. The current blood glucose reading is 236 mg/dl. Advised the customer to monitor the time display. Customer stated that the minutes do not change. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unreponsive button due to corroded keypad traces. No button error alarm or frozen display observed. The device powered up properly with operating currents within specifications and no failed battery test alarm. Unable to perform the prime test due to the keypad anomaly. Cracks to the case, reservoir tube, battery tube threads, a scratched display window and missing end cap sticker were also noted.